Manufacturer narrative:
UDI: (B)(4).

Event description:
Prior to device replacement for normal eri, interrogation revealed the device charging time limit had been reached. The device was explanted and replaced. The patient experienced no adverse consequences due to this event and was in stable condition following the procedure.

Manufacturer narrative:
No conclusion code available. The occurrence of an extended charge time was confirmed by reviewing the device image. The high voltage (hv) capacitors were sent to the manufacturer for analysis, and concluded the cause of the reported field event was due to corrosion on the anode wire of the hv capacitors.